Event description:
Boston scientific received information that this product was part of an infection. Per the patient request, no surgical procedure was done. The device was subsequently explanted four months later and used as a temporary pacer outside of the patient's body. Shock therapy was also left available. There were no additional adverse effects reported.

Manufacturer narrative:
This initial report was not submitted previously. As per request by the FDA on april 9, 2024, the initial report has been resubmitted in an effort to release follow-up 001 from hold status.